Event description:
Customer reported a past low blood glucose event with the lowest level reaching 42 mg/dl. Cause was not known. The customer consumed carbohydrates as a treatment action and confirmed the pump was operating with control-iq software enabled. Technical support recommended the customer consult their healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.